Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the circumflex artery. The lesion was pre dilated, then a 2.50 x 20 synergy ii drug-eluting stent was advanced to treat the lesion. However, when force was applied during delivery of the device, the stent strut got damaged. Additional dilatation was performed and a non-bsc stent of the same size was implanted. The procedure was completed. No patient complications were reported and the patient was discharged in good health.